Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient had some bilateral rippling of the breast skin, however, she was not concerned with it and liked they post op results regardless. The surgeon attributed it to her thin skin and small breasts. Sometime later, she began to experience firmness, higher implant movement, and additional rippling. She was diagnosed with bilateral baker grade 1.5 capsular contracture during a physical exam. The right side contracture worsened more than the left. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2014. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as most of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).